Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when stapling parenchyma, the device made a noise and the stapler would not fire - handle could not be squeezed after pressing the green button. Another stapler was used to resolve the issue in order to complete the case. There was no patient injury.